Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a de novo, moderately calcified, mildly tortuous second obtuse marginal artery lesion with 80% stenosis. A 2.5x18 mm xience skypoint drug eluding stent (des) was advanced to the target lesion. However, the stent did not deploy off the balloon. An additional 2.5x18 mm xience skypoint des was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.